Event description:
It was reported that right atrial (ra) lead had non-capture. The output was going to be reprogrammed and an x-ray taken. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).